Event description:
Upon attempted placement, the stent slipped off the balloon prior to deployment. The physician was able to trap the stent with the balloon. The balloon was inflated to 1 atm's to secure the stent. At this time the stent/balloon catheter was withdrawn.